Event description:
The patient had a recent myelogram that revealed a severe spinal stenosis above the level of a previous lumbar fusion at l3-l4. A "pumpogram" done on (B) (6) 2010, showed that the patient was not getting actual intrathecal morphine, but instead received subcutaneous morphine at a very low rate. The patient was admitted for surgery on (B) (6) 2010, for a re-exploration lumbar laminectomy, repair of a csf leak l3-4 bilaterally, pedicle screw instrumentation l3-4 with a lateral mass fusion, partial removal of morphine pump via a separate abdominal incision. During the surgery, it was discovered that there was a leak in the tubing "just after it exited the morphine catheter pump site based on the pumpogram." The surgery was uncomplicated. The patient was discharged home on (B) (6) 2010, in stable condition. See attached medwatch form (B) (4).

Manufacturer narrative:
(B) (4).